Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range and high capture threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.